Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loosening and metallosis. A review of invoice history indicates the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loosening and metallosis. A review of invoice history indicates the modular head was removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted that the right hip revision was performed due to pain and further noted the presence of fluid, metallosis and brown and gray staining of the bursal tissue and of the joint. The modular head was removed and replaced. The acetabular cup was removed and replaced with a competitor¿s component.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-06104 & 2014-02233).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, which states, ¿material sensitivity reactions.¿ ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.